Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) undersensed a ventricular tachycardia (vt) episode due to the beat falling into the blanking period. It was reported that the physician was concerned the paced beat may have trigger the vt episode due to the occurrence of r-on-t phenomenon. The ipg remains in use. No further patient complications have been reported as a result of this event.